Event description:
It was reported that the customer was unable to upload his insulin pump to carelink. The customer received an external error, an unexpected restart, and a displayable history check failed on startup alarms. His blood glucose level was 184 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump monitored for several days and no external ram crc error alarm noted. The device passed the unexpected restart error test. No unexpected restart was noted. However, displayable history crc check failed on startup alarm was found in the alarm history file and was unable to upload on carelink due to corrupted history file. The device had minor scratched lcd window.